Event description:
The peripheral intravenous line (IV) was placed on a baby by the nurse. The catheter was inserted and there was good blood return. Upon flushing the line, a leak was noted at the hub of the catheter. Upon closer inspection of the hub of the angiocath, there was a crack.the catheter was removed and the patient required a second IV to be placed. Unfortunately, the packaging that the device came in was not saved and unavailable. The product was a bd insyte winged 24 gauge 0.56 inch angiocath.manufacturer response:this is the first problem that the neonatal intensive care unit (nicu) recalls with this device. They did not have the packaging, but our materials management representative will alert bd and review the product with the representative as needed.